Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: it was reported that while the user was pulling a hiwire nitinol hydrophilic wire guide from a flexible ureteroscope during a bilateral ureteroscopy, approximately twelve inches of the hydrophilic coating came off the wire. The wire was activated prior to the procedure by flushing it with saline for a cystoscopically approach for access to the kidney. A different manufacturer wire guide was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. The wire guide is manufactured and packaged by a cook supplier, who carried out an investigation as well as cook. One hiwire nitinol hydrophilic wire guide was returned in an open package. The black coating was missing from approximately 16.5cm of the wire guide, revealing the metal core. The returned complaint device was reviewed by the supplier, who noted; the specimen presented skived/cut damage in a proximal to distal orientation located 25.4 to 42.1cm from the distal tip, exposing approximately 16.7 cm of the metallic core wire. Also, the specimen presented the skived/cut polymer jacket material being displaced distally over itself at 15.8 cm from the distal tip. The damage presented by the specimen appears consistent with manipulation of the guidewire against resistance. The incoming inspection records at cook were reviewed and the lot passed incoming inspection. A review of the device history record by cook and the supplier, for the reported lot, found no related anomalies. A review of complaint history records carried out by cook, shows no other complaints associated with the complaint device lot. The evidence from the complaint file, device history record, complaint history and the supplier evaluation of the complaint device indicates that the complaint device was manufactured to specification. It was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. Final inspection was performed by the cook suppler and was determined to be acceptable. A review of the device master record (dmr), was also completed by cook. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Instructions for using a wire guide: endhole size and length of the device must be taken into consideration to ensure proper fit between wire guide and device. Instructions for activating hydrophilic coating. The hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1 prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. It is unknown how much force was required when removing the wire guide from the scope. A cause for the complaint could not be established, its not possible to rule out handling and/or procedural factors. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that while the user was pulling a hiwire nitinol hydrophilic wire guide from a flexible ureteroscope during a bilateral ureteroscopy, approximately twelve inches of the hydrophilic coating came off the wire. The wire was activated prior to the procedure by flushing it with saline for a cystoscopically approach for access to the kidney. A different manufacturer wire guide was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.